Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion seal to be detached. The seal was replaced. Then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a detached downstream occlusion seal. There was no patient involvement.